Manufacturer narrative:
An event regarding malposition involving an unknown trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of provided medical records with a clinical consultant indicated: "summary: this product inquiry concerns a female patient who was 63 years of age at the time of this event. The patient had a primary left total hip arthroplasty at some point in the past. Nature of the surgery and the date is unknown. The patient presented with a failed acetabular component which spun out from the host acetabular bone along with at least two screws and leaving behind one broken screw. A revision was carried out with explantation of the prosthesis on (B)(6) 2024. No other information was given. Confirmation of event: I can confirm that the patient had a primary left total hip arthroplasty using an accolade stem and a trident cup with at least three screws since I was able to review a radiograph with the prosthesis in place in the femur and the acetabular prosthesis spun out from the acetabular bone. I cannot confirm the revision although a billing sheet states that a 28 mm, plus for millimeter lfit v40 femoral head was utilized. This is contrary to what the event description states although they could be referring to the revision head that was used being a ceramic, 36, +5 v40 head. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of loss of fixation with spin out of the acetabular component are multifactorial including original surgical technique in the way the acetabulum was prepared, the bony bed of the acetabulum regarding its continuity and whether or not any defects were present. The quality of the host bone can also be contributory. Possibility of infection could also be entertained. Patient factors including lifestyle, activity level and bmi can also play a role. With the information given I would not assign any causality to the implant itself." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to malposition. A review of provided medical records with a clinical consultant indicated: "summary: this product inquiry concerns a female patient who was 63 years of age at the time of this event. The patient had a primary left total hip arthroplasty at some point in the past. Nature of the surgery and the date is unknown. The patient presented with a failed acetabular component which spun out from the host acetabular bone along with at least two screws and leaving behind one broken screw. A revision was carried out with explantation of the prosthesis on (B)(6) 2024. No other information was given." The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with a failed acetabular component. The cup was removed and revised to a competitor cup with dual mobility and a stryker head. The cup that was removed appeared to be a trident 2 plasma sprayed cup. The head was a ceramic 36 +5 v40. No further information available from the doctor or hospital.